Manufacturer narrative:
Unit passed displacement test, self-test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thus. No pump error 37 noted during test. Verified in the pump history download the pump alarmed pump error 37 on 02/28/2024 05:26:45.000 due to drive count/time values or changes incorrect for moving or coasting. . Motor was tested outside of the device and passed. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. Unit was received with: serial number drive count/time values or changes incorrect for moving or coasting. (Faded), cracked case (battery tube), cracked keyboard overlay at select button, stained keypad overlay, and pillowing keypad overlay. Pump error 37 was confirmed in pump history. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 37. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. The customer reported receiving a rewind request after an alarm or being unable to exit the load reservoir process. The customer completed the rewind and load reservoir process successfully. The customer reported receiving a pump error. Troubleshooting determined that the issue was possibly caused by a site issue as the error did not recur after rewinding the pump and completing the rewind/prime process again with the same set. No harm requiring medical intervention was reported. Mmt-1780kpk was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.